Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.5x200mm, 150cm armada 14 balloon successfully reached the lesion. When it was inflated at 8 atmosphere (atm), it was noted that contrast was leaking from the balloon. A different armada 14 was used to continue the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The rupture was not confirmed; however, a leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the damage and leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.